Event description:
During a provisional "t" stenting procedure, pre-dilation of the sidebranch (d1) with the cutting balloon catheter was performed. A bms (driver) was deployed in the lumen of the lad and then in the lumen of the d1. The procedure was finished with a kissing-balloon-dilatation. Four hours after the procedure, signs of pericardial tamponade were observed, and pericardial drainage was carried out. The origin of the bleeding was unk.